Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the regulator is leaking.associated malfunction for this device: pilot valve leaking, heat exchanger leaking, pe valve not shifting, cabinet door and fitting hose damaged.